Event description:
The customer's mother stated the customer was going to be taken to the hospital due to hyperglycemia. The customer's mother stated the customer had been treating herself with manual injections, but her blood glucose levels remained high. The reported blood glucose reading was 300 mg/dl. The customer's mother stated the customer was no longer comfortable using the insulin pump, so a replacement insulin pump was sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.